Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). Manufacturer representative (rep) reports electrodes 8-15 are greater than 10k ohms. Caller said patient is not sure when this might have happened, patient thought he just needed reprogramming. Revision is needed, but there is no date since patient will be referred to an implanter. The patient has loss of pain relief. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no high does settings have been used. No actions had been taken to resolve the issues and the issues have not resolve. The patient was being referred to another doctor.